Event description:
It was reported that while injecting himself with a bd insulin syringe with bd ultra-fine needle, the consumer had the needle break off in his arm. The consumer went to an emergency department where he was evaluated and had an x-ray. He was referred to a surgeon who evaluated him and the consumer then had surgery on (B)(6) 2015. The surgeon was unable to remove the needle during the surgery and the patient had a follow up appointment with the surgeon at a later date.

Manufacturer narrative:
Results: ten unused, representative units were received for evaluation from reported lot number 3042143. Visual inspections of the returned units revealed no bends, breaks, or detached needles in any of the returned samples. A review of the device history records revealed no irregularities during the manufacture of reported lot number 3042143. Conclusions. A root cause for this incident could not be identified as the returned units met manufacturing standards. (B)(4).